Event description:
Tpn tubing noted to be leaking at y-site. New fluids ordered and providers notified. Manufacturer response for tpn tubing, tpn tubing (per site reporter). [Redacted date]: initial contact sent. [Redacted date]- sample retrieved. [Redacted date]- emailed baxter. [Redacted date]- RMA/mailer received; sample shipped ups.